Event description:
This lead was explanted due to a loss of capture. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8 cm distal to the is-1 connector pin. All fragments were received for analysis. During the visual inspection the ligature marks were detected approx. 36 cm proximal to the lead tip. Multiple signs of abrasion along the lead were found, particularly between 5 cm and 3.5 cm proximal to the lead tip. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state, most likely due to interaction with modified tissue. Furthermore the fixation helix was found deformed and cuts in the insulation were observed which most likely occurred during the extraction procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.